Event description:
Patient sent home with pump administering 5-fluorouracil (5-fu). However he had to return to pharmacy on the afternoon for pump malfunction. Pump removed with 121.3 ml and given to pharmacy. Pump fixed and reattached. Pump settings checked, patient set to return tomorrow for pump removal. Discharged home in stable condition. Patient returned shortly after leaving for pump malfunctioning again with same error message to remove cassette.